Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant 7065-100, implant lot # unknown, gtin (B)(4). 2nd (middle): ifuse implant 7045-100, implant lot # unknown, gtin (B)(4). 3rd (inferior): ifuse implant 7040-100, implant lot # unknown, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were installed. The patient later reported to the surgeon requesting that the implants be removed. The surgeon did not indicate that the implants were malpositioned or loose. In (B)(6) 2019, the surgeon performed a revision surgery where he removed all the implants using chisels. The status of the patient following the revision procedure is not known.